Event description:
It was reported that pump displayed altitude alarm 21, but insulin delivery was not currently suspended when customer contacted support. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance from technical support on preventing altitude alarms and successfully resumed insulin delivery using original cartridge, with no replacement needed.